Event description:
Vent displayed incorrect respiratory rate and exhaled tidal volumes. Tech notified, came in - no alarm messages in memory for date of event. No failure found. Circuitry removed, but unable to determine if cause of issue.